Manufacturer narrative:
Please disregard h10 note in the prior report as it included codes that never should have been associated with this file. The following note is what should have been included in the prior h10 report: h6: patient codes c50771, c3303, c50476 and c50499 no longer apply to this file. Device codes c62858 and c63093 no longer apply to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for the circumstances that led to feeling stimulation in their hands and feet the patient replied that there was no way in a paragraph that they could explain to the manufacturer company what went on. The patient reported that they have attached copies of their copies that they kept as they went along and showed to their health care physician (hcp) at appointments. Starting with day 1, the patient said that ¿programs 7-6-5 all controlled urination well¿ and that the manufacturer company has ¿done its job controlling¿ their urinary problems. The patient noted that they would ¿hate to give up.¿ the patient then said that they tried a couple programs to start off with (they noted they didn¿t write the programs down, they thought 3 <(>&<)> 4) then seemed not to control urgency. The patient then said next program 7 worked great for 2-3 months and then at night time in bed their left foot started tingling and as night went by the tingling became stronger and stronger. The patient then noted ¿can¿t stand!¿ the patient then said they turned it off for 6 days in which their left foot at night time started throbbing and they had to turn it back on. The patient then said they were put on program 6 which they kept on ¿a very few days.¿ the patient noted that ¿this time,¿ at night time their left foot had a new sensation: ¿it was like a shocking/painful feeling.¿ again, the patient wrote ¿couldn¿t stand!¿ the patient then said they left it off for 9 days that time then the throbbing and pain started up. ¿nite.¿ the patient then stated they ¿had to go to a program.¿ the patient then stated that next they went for program 5, which ¿didn¿t work this time,¿ and that they ¿just got a throbbing sensation.¿ the patient stated that they had to turn off for 2 days and that now the throbbing was ¿on off.¿ the patient then reported that ¿now,¿ january 25- january 30, 2020 they were on program 2 at ¿point 5¿ the patient reported they were experiencing tingling in their hands in the past week and that on (B)(6) they were really tingling. The patient then noted ¿lower #¿ on program 2 , (word illegible) hands.¿ the patient noted program 4-6 ¿right handeventually swelled up.¿ the patient then noted program 3-6 ¿right hand became unbearably achy and at night while reclining my right (word illegible) ached. The patient stated programs 1-6 ¿burning hands- both hands and feet were tingling.¿ the patient stated thatthey had in the past tried to turn it off for a few days to get relief and that they could no longer do that. The patient stated there was nothing more that could be done for relief and that it was ¿very scary at this point.¿ the patient continued that for the past two days they put on program 7-4 until they could get ¿down there.¿ the patient stated that it was producing ¿very tingling feet,¿ and that ¿nothing more can be done.¿ the patient then noted the date of appointment was ¿3-4 weeks ago,¿ and they had an appointment and talked to an individual at this office and spent an hour talking to them. As far as the patient¿s hands, the patient said that the individual said that there was a possibility that the nerves of their hands could be pulling on the leads, that it would be unusual but could be and they talked about maybe the device was in the wrong location and that they were to discuss this with the health care physician (hcp) . The patient then stated that they next had an appointment with their health care physician (hcp) and decided to remove and that maybe at a later date to try again. The patient stated that the device had been removed shortly after that date¿ ¿a couple weeks ago.¿ the patient did not have exact dates as they did not write them down. In response to the inquiry for what steps had been taken to resolve the stimulation in the wrong location and if it had been resolved, the patient reported ¿removed, not resolved.¿ the patient continued that they had problems after the removal, stating ¿to start out with I never had any such problems with my hands before I turned onto the lower levels of the programs 1-4.¿ the patient stated that this was when the aching of their hands started. The patient stated they were so happy they got the device removed and got their hands ¿back to normal,¿ but they stated they hands still ached, tingled, and when they touched with their fingers it felt like they were touching something electrical. The patient stated ¿plus my feet still feel slightly tingly.¿ the patient stated that they really did wonder if the nerves of their hands and feet were now damaged due to the fact that the device had been in the wrong place and pulled too long on their n erves? Additional information was received from a health care physician (hcp) via a manufacturer representative (rep) on 2020-apr-27. In response to the inquiry for if the device had been removed on 2020-mar-24 as the patient had indicated the rep replied that per the provider the device had not been explanted and that the patient was not scheduled for explant. The rep reported that the device remained implanted with no change in status. In response to the inquiry for clarification on if the puling too long on their nerves and the nerves of their hands and feet being damaged to the device, therapy and/or implant procedure (including use error,) the rep replied ¿no,¿ that the provider had advised turning the therapy off upon follow-up, and the patient reported continued complaint despite the ins being powered off. The provider reported that the impedance evaluation was within normal range and that the patient had requested that the therapy be turned back on because the patient¿s urinary symptoms were being helped to the patient¿s satisfaction. The provider noted that the complaint was unrelated to the device and that dates and further detail were not provided due to privacy concerns. In response to the inquiry for what further actions had been taken beyond the explant to resolve the patient¿s problems and the nerves of their hands/feet being damaged and if the patient¿s still aching tingling resolved the rep stated that per the provider, the patient had discontinued follow-up due to coronavirus concerns and that the patient had been referred to a neurologist for consult. No dates were provided. The rep noted that this information had been confirmed with the health care physician (hcp) account. Additional information was received from the patient on 2020 (B)(6). The patient confirmed device explant on 2020-03-24. Additional information was received from a health care physician (hcp) via a manufacturer representative (rep) on 2020-may-08. It was reported that the patient complained of persistent ¿nerve pain¿ after the ins was explanted. The patient said that the device permanently impaired their nerves. The patient reported turning the device on and off before explanation with no change in their complaint. The patient was referred to a neurologist. Impedances before explanation were within range. The implanting doctor believes there is no correlation between device and patient complaint. The device was explanted. No further complications were reported.

Manufacturer narrative:
H6: patient codes c50771, c26696, c3303, c3399, c50476, c50499, c50535, c50541 and c50669. No longer apply to this file. Device codes c62858, c63093 and c63043 no longer apply to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the circumstances leading to the stimulation in the patient¿s hands and feet, the patient indicated that it was believed that their body wouldn't accept the positioning of the medical device. The steps taken to resolve it were reported to be that the device would be removed on (B)(6) 2020. They would wait a short time to see if some way this may have affected their hands and reposition later. The patient noted that they would hate to give up because of the pain they suffered from before the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family or friend regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported that patient is having some issues for some time and spoke to her doctor and he set up an appointment to meet with the manufacture representative on may-01 but they cancelled the appointment because the patient wanted to keep trying the therapy more. Patient is experiencing tingling, burning, and pain in hands and feet. Caller thinks that the patient still feels it when its off, but she turns it right back on again because it is helping with her urinary issues. Caller indicated the patient felt stimulation sensation in the pelvic floor during trial but then started to feel it in the hands and feet about 2 or 3 months after implant. No further complications were reported.